Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as a skin irritation exasperated by the pre-existing condition of the patient¿s eczema. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removal of lifevest but stated if patient becomes symptomatic to put vest back on. Follow up indicated that the pre-existing condition of eczema has improved.